Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The lot number was invalid; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the patient had received a box of male external catheter with lot# jugy0417 and reference# 39301 with the individual package lot# jgw9027. The patient had put one of them on and stated that the catheter had shredded apart while it was getting put on.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had received a box of male external catheter with lot# jugy0417 and reference# 39301 with the individual package lot# jgw9027. The patient had put one of them on and stated that the catheter had shredded apart while it was getting put on.